Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 308 mg/dl while wearing the pod between 4 and 24 hours. The controller alarmed with occlusion/blockage detected the patient was sleeping when the occlusion/blockage of the cannula occurred. As treatment, a new pod was applied.

Manufacturer narrative:
The device was received fully deployed. The device generated an 0x14 hazard alarm, indicating the pod is occluded. Timeouts were also observed during operation near the end of the run. Despite the 0x14 hazard alarm, no occlusions were observed during fluid path testing. No damages or defects were observed that would contribute to the reported obstruction of flow through the cannula and hazard alarm. The exact cause of the reported obstruction of flow through the cannula and hazard alarm could not be determined.